Event description:
It was reported that the patient had intermittent swelling at the implantable neurostimulator (ins) pocket. The doctor suspected it may be because of implantable neurostimulator (ins) movement in the pocket. A pocket revision was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-29, lot# n445308, implanted: 2014 (B)(6); product type accessory product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).